Event description:
Baxter canada reports "home pt noted leakage from 2 pinhole leaks on pt line." Noted during use. Pt was treated prophylactically with keflex 500 mg daily for 5 days and ip vancomycin 1 gm (single dose). No pt injury resulted per baxter affiliate.